Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at the ipg site and the left occipital lead had migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and left occipital lead were replaced to address the issue.